Event description:
Spacelabs received bedside monitor model 91387 for service repair with a customer complaint of ¿runs for 20 minutes and turns off, freezes.¿ the customer removed the product from service on (B)(4) 2015. No injury was reported.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The central processing unit (cpu) printed circuit board assembly (B)(4) was not functioning; therefore, it was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of a sustained power up was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation. Placeholder.

Manufacturer narrative:
The central processing unit (cpu) printed circuit board assembly (pcba) (B)(4) was not functioning; therefore, it was replaced with the latest version (B)(4).